Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, will not pass the flow rate test, which was reproduced during evaluation . The device under infused greater than 5% but less than 10% at 800 ml/hr with a vtbi of 200 ml. The travel of the upper and lower valves and fingers was out of the specification. The device was re-calibrated.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The device investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed flow rate testing during preventive maintenance. It was also reported there was no patient involvement.